Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 210 mg/dl. The doctor stated that seems the insulin pump was functioning properly, but he would like to run some tests. It was stated that the customer was wearing the same infusion set since the night before the event. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and insulin did not exit. Reviewed the alarm history and found no delivery alarms. The mother called back to run again the test twice and the insulin still did not exit. Advised the mother that the customer should discontinued use of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.